Manufacturer narrative:
Returned product was 2 flexshaft date code 1222x2 with coil deformation/weld failure causing the product to not function properly. CAPA-2023-519 opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through implementation date of (B)(6) 2024 (date code 0524). Complaint is considered substantiated. DHR nor retain evaluation can be conducted as there is no batch information provided in case. (Nwv)

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a automatrix tightening device broke during use; no injury resulted.